Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in an adult female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included fallopian tube congestion, paratubal cyst and menorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain in back and front"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia had not resolved and the back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details, specify- on the right, there were 4 coils trailing and on the left, there were 3 coils trailing at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: fallopian tubes. Bilateral salpingectomy one fallopian tube with marked vascular congestion, and one fallopian tube with no pathologic diagnosis. Two essure coils. Lot number: 959217 manufacture date: 2012-03 expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area') in an adult female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included fallopian tube congestion, paratubal cyst and menorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain in back and front"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia had not resolved and the back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details, specify- on the right, there were 4 coils trailing and on the left, there were 3 coils trailing at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: fallopian tubes. Bilateral salpingectomy one fallopian tube with marked vascular congestion, and one fallopian tube with no pathologic diagnosis two essure coils. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received-case become incident. New reporter, lab data, medical history, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.